Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure after the right ventricular (rv) lead was initially placed, an attempt was made to place the lead in a different position. The lead was pulled out and resistance during removal was strong. Inspection of the lead noted anatomical tissue adhesion / thrombus adhesion on the helix and the helix was deformed.  In addition, the introducer catheter was occluded by tissue and thrombus. The rv lead was attempted not used and replaced and the introducer catheter was changed. No patient complications have been reported as a result of this event.